Manufacturer narrative:
The p-cap or reservoir locked in place properly during testing. Device passed the rewind, basic occlusion test, occlusion test, prime or a33 test, self test, excessive no delivery test and displacement test. No excessive no delivery alarms noted. No missing segments or display anomalies noted. However, device received with scratched display window and case.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump screen had scratched which make harder to see numbers on screen and random no delivery alarms. Customer's blood glucose value was unknown. Customer declined to transfer to helpline. The device will not be returned for analysis.